Manufacturer narrative:
An event of valve failure that required valve-in-valve procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, a trifecta stented tissue valve was implanted. Due to the failed trifecta valve, the patient required an additional procedure on an unknown date to implant a non-abbott valve, via valve-in-valve procedure. The procedural outcome and status of the patient is unavailable. No additional information available regarding this event.